Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was above 400 mg/dl with 420 mg/dl during the phone call. Customer report feeling tired as well. Customer had set up the insulin pump by themselves and got pump error along with hal software error detected error alarm and the main arm cannot communicate with the motor arm error alarm. It was also reported that insulin delivery was suspended. Customer also stated they were on medication that could cause high blood glucose. Customer reported that they treated for the high reading by taking bolus with the pump and manual injections. Customer was using the auto mode feature at the time of the incident. Customer did the troubleshoot and passed the displacement and self test. The pump will not be returned for analysis.